Event description:
This patient had a lap band placed at our facility about two and half years ago. For the past five months it was noted during office visits for adjustments to the band that the band was not retaining the fluid that had been placed previously, suggesting there was a leak. Patient was brought to our or for exploratory surgery to determine what the issue was with the band. Upon surgical examination the lap band was found to be leaking fluid. The port was examined and no obvious leak was found in the port area. The tubing in the band was also examined. Initially, in the or, the surgeon thought they saw a leak in the band area. Because of the inability to definitively identify the location of the leak the entire system was replaced.

Event description:
This patient had a lap band placed at our facility about two and half years ago. For the past five months it was noted during office visits for adjustments to the band that the band was not retaining the fluid that had been placed previously, suggesting there was a leak. Patient was brought to our or for exploratory surgery to determine what the issue was with the band. Upon surgical examination the lap band was found to be leaking fluid. The port was examined and no obvious leak was found in the port area. The tubing in the band was also examined. Initially, in the or, the surgeon thought they saw a leak in the band area. Because of the inability to definitively identify the location of the leak the entire system was replaced.